Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that 22 patients underwent anterior cervical discectomy and fusion procedures at a total of 38 levels using rhbmp-2/acs, peek interbody cages, and anterior plate fixation for cervical radiculopathy. The literature article reports that 12 levels had heterotopic ossification of the disc space or ossification out to the outer aspect of the annulus.